Event description:
Pump declared alarm 20 during the load process. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). Customer was assisted by technical support in loading a new cartridge using the correct technique, and was able to successfully resume insulin therapy. Original cartridge lot number was unavailable.